Manufacturer narrative:
Product has been requested, but not received. No patient injury was reported and product has been requested, but not received. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rate. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. Trending will be performed to monitor this issue. No further action is required at this time.

Event description:
It was reported that during the treatment, a spark occurred slightly on the treatment tip. After replacing the new treatment tip, the practitioner proceeded with the treatment. There was no patient injury.